Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The patient was a current smoker with copd. The biopsied lesion was on the pleura. A chest tube was placed to resolve the pneumothorax. The pneumothorax resolved and the patient was hospitalized for only a couple of hours, then discharged home. Per the physician, the pneumothorax occurred due to forcep use and not the ion system. A diagnosis was not obtained.

Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.